Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient ipg would not communicate with the external devices. Troubleshooting is pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received that patient had unrelated surgical procedure in (B)(6) 2019 and did not put the ipg in surgery mode. In turn ipg became inoperable. As a result surgical intervention is pending to address the issue.